Event description:
It was reported that the patient experienced the device increasing into her head, and when the device "wasn't set right she got very sick". The patient noted an "exhausting, traumatic, and horrible" experience with the device. Even if the device was decreased the patient got stimulation up to their head. The patient also experienced loss of equilibrium on the right side. The patient also felt like the device was going to explode, and felt static and itchy all over her body. The patient also noted they could affect the function of electronics such as a cell phone, tv, and dryer. Specific examples that were reported were changing the volume on an ipod docking station by waving her hand in front of it, cell phone lights going on when she is by them, and changing the volume of the radio at (B) (6). The patient later reported shocking and jolting and pain all over her body, including her teeth requiring a visit to the emergency room. The patient experienced overstimulation due to instability of the lead in the cervical area (c2). No intervention was reported. No patient outcome was reported.

Manufacturer narrative:
(B) (4)